Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with an ams monarc. The plaintiff's attorney alleged that the plaintiff suffered "pain, suffering, disability," and impairment.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.